Event description:
It was reported to medtronic minimed that the customer stated the pump had been submerged in a hot tub for 10 minutes and subsequently stopped working. The customer reported that the pump was vibrating with a red light flashing, and the screen was blank. The customer also stated there was a hairline crack at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the fluid in the pump, and there were no cracks in the pump. Troubleshooting was performed for the keypad anomaly, and the pump is not exposed to a change in altitude. Troubleshooting was performed for the blank display, and the display was blank at the time of the call. Battery cap contacts and battery compartment and/or springs are not damaged. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the vibration anomaly, and the pump is currently vibrating/beeping. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (fileid/linenum= 49/19825, 2006/704) critical handling alarmed on (B)(6) 2025 18:31:00.000 until (B)(6) 2025 18:31:01.000 with variable (02) due to hardware error found in the history files/traces. Per software troubleshoot guide, open-book was generated due to pump error 63 caused by lcd test failure. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and keypad flex connector. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). Critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm was confirmed due to hardware error due to filed lcd test. Exposed to moisture damage confirmed on pcba 1, pcba 2, force sensor and keypad flex connector. Blank display was not confirmed. Cosmetic damage confirmed at the battery tube side. Unable to verify keypad unresponsive and audio/vibrate anomaly/absence of alarm. Keypad unresponsive and audio/vibrate anomaly/absence of alarm unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.